Event description:
Patient reported right side "moderate breast pain," having experienced "unusual pain, tingling, swelling, numbness or burning of the breast," "nipple discharge," "hardness," "a dent in the implant ," "calcification," and "exchange due to the patient's concern with the product." Patient also reported "sjogren's syndrome, intestinal infection identified by white blood cells in stool, severe heartburn, severe fatigue, and large joint pain in hips, shoulders, ankles, wrists, and neck" which are not device related. Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, visibility/palpability, calcification, anxiety-product/procedure, intestinal infection-ndr, heartburn-ndr, inflammation/irritation, nipple discharge, sjogren's syndrome-ndr, malaise-ndr, pain-ndr.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5

Event description:
Healthcare professional later reported capsular contracture baker grade iii.